Event description:
During evaluation, an additional issue of an increased intraperitoneal volume (iipv) event was found in the patient event logs: occurrence date (B)(6) 2011 with drain volume of 4067 milliliters (ml) during cycle 2. Probable cause: insufficient drain - false empty detect at initial drain and at previous therapy last drain.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). A review of the device logs revealed an additional difficulty of an increased intraperitoneal volume (iipv) which had occurred on 04-27-2011 during cycle 2 when the user drained out 4067 ml, which met iipv criteria. The assignable cause of the additional iipv was determined to be insufficient drain - one or more cycles advances to next fill when slow/ no flow occurred above the minimum drain volume threshold. The device was subsequently forwarded to service. There was no failure or malfunction identified that could have caused or contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.